Event description:
This lead was implanted on (B)(6) 2012 and remains implanted. Call from patient on (B)(6) 2012 states that during implant three weeks ago they (physician) punctured her lung. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).